Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The dreamstation st30 was returned and evaluated by a third-party service center. The device evaluation found no faults. Additionally, the service center reports the device passed all testing and has been returned to loan stock.

Event description:
The manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.